Manufacturer narrative:
The device was not returned for evaluation. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. In this case, there was no reported device malfunction associated with the emboshield nav6. The reported patient effect of thrombosis is listed in the emboshield nav6 instructions for use, as a known potential adverse event associated with carotid stents and embolic protection systems. Based on the case information, a conclusive cause for the reported patient effects of thrombosis, and the relationship to the product, if any, cannot be determined. The reported serious injury/ illness/ impairment appears to be related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with severe cardiac insufficiency and left atrial (la) thrombus. The patient had a history of diabetes and renal insufficiency, and had received adequate warfarin anticoagulation treatment for 6 months, with no noticeable la thrombus reduction. The patient had also suffered an arterial embolism of the left upper limb 3 months before. Echocardiography revealed severe mitral stenosis (ms) with a mitral valve area (mva) of 0.70 cm2, mild mitral regurgitation, and thrombus in the la. Considering that surgery could not be tolerated because of the patient's advanced age and comorbidities, percutaneous balloon mitral valvuloplasty (pbmv) was planned to be performed by a veno-arterial loop using transesophageal echocardiographic (tee) guidance and neuro-embolic protection. An emboshield nav6 embolic protection system (eps) was deployed in both the right and left internal carotid arteries. The procedure was performed successfully and the filters were retrieved without complications. The right filter had some thrombi observed and were potentially device related as the original thrombus did not decrease after pbmv. Additional information can be found in the attached article "percutaneous balloon mitral valvuloplasty using veno-arterial loop and neuro-embolic protection for mitral stenosis with thrombus".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: the date of event/procedure is estimated as (B)(6) 2021. D4: a partial UDI was provided as the lot number is not known. Literature: article attached: "percutaneous balloon mitral valvuloplasty using veno-arterial loop and neuro-embolic protection for mitral stenosis with thrombus".